Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: last night I was reported an incident with catheter nexiva 20 and 18 in the emergency area of the hospital. The report was raised by the service chief. He refers that they have detected that the catheter presents resistance to manipulation, does not slide and that it even "squeaks" to detach it, or that once installed it does not present a return.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-22. H6: investigation summary: bd received two 20 gauge nexiva closed IV catheter system-dual port units from lot 0022633 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage to the v-clip or grip that could have contributed to needle disengagement difficulty. Next, the pinch clamps were disengaged and a flashback test was performed. No obstructions were observed and the observed flashback was deemed acceptable. Then, the engineer attempted to disengage the needle and observed no drag or resistance with one unit but felt slight drag with the other. However, both units successfully disengaged. Then, a water and air leak test was performed and no leakage was observed coming from either units. Finally, the engineer dissected both units to inspect for any internal damage. The engineer could not identify any mechanical/visible damage to any component and each component measured within the product specifications. In conclusion, based off the visual inspection and testing the engineer was unable to verify the reported defect. There was no visible damage or obstructions to the device to hinder fluid/air flow and disengagement was successful. Since no defects were observed a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s):(B)(4). FDA patient problem code(s): (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: last night I was reported an incident with catheter nexiva 20 and 18 in the emergency area of the hospital. The report was raised by the service chief. He refers that they have detected that the catheter presents resistance to manipulation, does not slide and that it even "squeaks" to detach it, or that once installed it does not present a return.

Manufacturer narrative:
The following fields were corrected d10: device available for eval: no. D10: returned to manufacturer on: na . H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0022633, and no quality issues were found during production. Our quality engineer reviewed the provided photo and the video. The engineer confirmed that there was fluid inside of the device and that the device was unable to be actuated. There was also visible fluid within the catheter tubing, winged adapter, q-sytes, extension tubing, and syringe. Based off the provided photo and video the engineer was able to verify that the device was occluded. However, the engineer could not identify any issues with the needle and without a physical sample available for testing any issues related to the needle disengaging from the catheter could not be identified. Unfortunately, a definitive root cause could not be determined for either defect as a physical sample would be required. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: last night I was reported an incident with catheter nexiva 20 and 18 in the emergency area of the hospital. The report was raised by the service chief. He refers that they have detected that the catheter presents resistance to manipulation, does not slide and that it even "squeaks" to detach it, or that once installed it does not present a return.